Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 02-may-2024 and forwarded to millyard advanced medical products, llc on 03-may-2024. The patient reported that her pump would not start delivery after a cassette change, and troubleshooting was unsuccessful. The patient's back-up pump alarmed pump failure, so the patient went to the ER. The clinician reported that the patient was asymptomatic and reported being in a normal state of health while at the hospital. Further assisted troubleshooting was performed at the hospital, and the patient was able to resume remodulin therapy. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 24-may-2024 (report number 3016798778-2024-00030). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) show that excessive noise attention alarms and a pump error alarm were generated during a delivery that was started 2 days before the date of the complaint. On the date of the complaint, cassette problem alarms were generated during start-up testing. During investigation, a successful test delivery was performed with no abnormal behavior. Pump (B)(6) was disassembled for further investigation and evidence of minor fluid ingress was found. The recorded alarms were attributed to the fluid ingress. No cassettes or infusion sets were returned so no further investigation into the cause of the fluid ingress is possible. Logs from remote (B)(6) (paired with pump (B)(6)) show that a pump failure alarm was generated during a delivery on (B)(6) 2024 and additional pump failure alarms were recorded during subsequent start-ups over the next 10 weeks leading up to the date of the complaint. During investigation, a test delivery was attempted and a pump failure alarm was generated during start-up testing. Pump (B)(6) was disassembled for further investigation and a hardware failure was found to be the cause of the alarms. Both systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming.